Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low and high blood glucose. The customer¿s blood glucose level was 44 mg/dl. The customer was treated for low blood glucose level with food. Based on customer¿s report customer did not allege over delivery. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. Customer was over bloused to correct high blood glucose level. Customer was unsure that the insulin pump was on auto mode or not. The insulin pump will not be returned for analysis.